Manufacturer narrative:
Patient information - unknown. Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Lot number - unknown. Occupation - other; distributor. Device evaluation - although the information provided indicates that the product is available for evaluation, it has yet been received by the manufacturer. At this time, no conclusions can be drawn. Should the product be received, a follow-up medwatch report will be filed upon completion of the investigation. Device manufacture date - unknown.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, using the reform pedicle screw system. When the doctor was attempting to back out a screw that he had just implanted, the tip of the reform driver with mechanical lock (hxx-39-0001) broke off. The tip was unable to be removed and remains implanted in the head of the screw. The second driver, readily available in the set, was used to complete the procedure with no delay.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, using the reform pedicle screw system. When the doctor was attempting to back out a screw that he had just implanted, the tip of the reform driver with mechanical lock (hxx-39-0001) broke off. The tip was unable to be removed and remains implanted in the head of the screw. The second driver, readily available in the set, was used to complete the procedure with no delay.

Manufacturer narrative:
H3 device evaluation - the tip of the driver is missing. The fracture is in a plane that is normal to the driver's longitudinal axis which is consistent with a torsional overload failure. High torque application is the suspected cause for the failure but crack initiation may have been initiated during prior usage. Review of device history records found (B)(4) pieces of this lot released for distribution 12/13/2016 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for complaints of this nature for this part number. No corrective actions are recommended at this time.